Manufacturer narrative:
This report is submitted on july 04, 2023.

Event description:
Per the clinic, the patient experienced pain, discomfort and nausea with the use of sound processor. Subsequently, the patient was placed under general anesthesia on (B)(6) 2023, in order to explant the device.

Manufacturer narrative:
This report is submitted on august 1, 2023.